Event description:
In november of 1994 medtronic defibrillator replaced model #7219. Pt with primary ventricular fibrillation and familiar nonischemic cardiomyopathy, developed implantable cardioverter defibrillator depletion with fracture of all three leads. Leads removed. Implantable cardioverter defibrillator system explanted. Note: leads apparently about 8 yrs old. No standard established for life expectancy of device and whether need to report or not so facility has chosen to report. This report was prepared pursuant to the requirements of the smda, is inadmissible as evidence, & is not an admission of liability.